Event description:
It was reported that removal difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected for use. After the patient was intubated and prepped, transesophageal echocardiogram measurements were obtained and the laa was cleared for clot. The physician was getting right femoral access with the typical needle and amplatz wire. It was noted that there was resistance with the wire both in and out. The wire on fluoro appeared to be knotted. The wire began to unravel when the physician attempted to pull it out. Only the access needle and the wire had entered the patient body at this time and there were no patient issues. Vascular surgery was called to assist removing the wire. While waiting for the vascular team, the physician wanted to proceed with the watchman implant. Another access site was successfully attempted and the watchman procedure was performed with no issues. The closure device was successfully implanted in the laa of the patient. The vascular surgery team came after the watchman procedure was complete and performed a cut down and removed the amplatz wire from the patients groin with no issues. The patient was doing well.